Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 22355, was returned and analyzed. Visual inspection of the balloon catheter showed dried blood inside the balloon. The catheter failed the performance test due to system notice # (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection showed a guide wire lumen kink inside the balloon at 1.3 inches and 2.8 inches from the tip of the catheter. Pressure test showed leak at the kink / breach at 2.8 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After the case was completed with cryo, the balloon catheter and mapping catheter were returned and subsequently tested out of specification per the manufacturer's investigation.